Event description:
This information obtained from voluntary medwatch, (B)(4). The report states that the patient was transferred to the micu from the or with hypoxia, rul pneumothorax and need for mechanical ventilation due to malfunction of a nerve integrity monitoring (nim) endo-tracheal tube (ett) during induction of anesthesia. It was found that the cuff of the nim ett herniated into the ett lumen causing an acute airway obstruction with great difficulty to ventilate and manually bag the patient immediately after intubation. The herniated cuff was found by immediate bronchoscopy and the problem resolved with deflation of the cuff. The tube was exchanged to a regular ett and the patient was transferred to the micu where he was extubated after a few hours. The planned surgery (thyroidectomy) was rescheduled.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no product returned. Warning in the instructions for use: do not over inflate the cuff. Over inflation may cause cuff deformation, deflation or rupture resulting in tube blockage and/or tr acheal damage. Method: no testing methods performed. Note: we received a copy of the voluntary medwatch in the mail, there was no other information included on the report aside from what has been included in this regulatory report. Additional information cannot be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.